Manufacturer narrative:
(B)(4). Date sent: 1/5/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, a crack was found on the housing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1-30-2017. The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process